Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and could not duplicate the reported malfunction. No parts were replaced. The cse performed all the calibrations, the extended self-test (est), short self-test (sst) and the performance verification test (pvt); the device operated within the manufacturing specifications. Covidien ref: (B)(4).

Event description:
A report rec'd from the USA stated an 840 ventilator experienced a device alert which rendered the ventilator inoperable. There was no report of patient involvement. The date of the event is unknown.